Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. The returned device had a damaged connector. The returned device indicated a damaged grommet and a loose/detached set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a setscrew issue and it was impossible to screw in the right ventricular (rv) channel. As the setscrew needed to be replaced, the physician did not use the device and replaced it with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.